Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cord of the recharging paddle right after the paddle had gotten really really hot this morning and it won't even charge the implant. Agent had patient reset the controller and checked for physical damage. Patient confirmed no damage on the battery compartment, and battery pack. Agent then sent a request to repair to replace the recharger. Patient also asked to reach out to a mdt rep. Agent sent an email to mdt rep for visibility. Case reopened to reply to mdt rep email and to forward original email to correct territory.

Manufacturer narrative:
The recharger with model number 97755 and serial# (B)(6) was received for product analysis. Analysis found the device has passed all the bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) product type recharger was returned and the analysis shows that high reading 100 low reading 100 no anomalies were visually observed. Found no issues with finding or charging ins. Failed-rms voltage at the h field medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.